Manufacturer narrative:
Analysis of the sutureless catheter connector kit (B)(4) found that a component was missing from the packaging. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a catheter revision kit. It was reported that the physician and circulating nurse said there were not any "clear boots" in the kit (assumed to mean strain relief shrouds). A new kit was given and the issue was resolved. The kit was going to be returned to the manufacturer. No patient involvement was noted. No further complications were reported.